Manufacturer narrative:
Correction was made to the previous submitted information in this section as well as additional information was added. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8578, lot# n323215015, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 465.1) via an implantable infusion pump. It was reported that the patient was in the hospital due to a pocket infection and the system was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and the patient was alive with injury. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider via a company representative who reported the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Correction was made to this field. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8578, lot# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 465.1) via an implantable infusion pump. It was reported that the patient was in the hospital due to a pocket infection. It was noted that the patient was picking at the wound and the system was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and the patient was alive with injury. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider via a company representative who reported the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial #: (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8578, serial/lot #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 465.1) via an implantable infusion pump. It was reported that the pocket was infected and the system was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.